Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level were 54 mg/dl or 56 mg/dl at the time of incident and current blood glucose was 148 mg/dl. Customer stated that blood glucose target looks really low 80 mg/dl to 100 mg/dl and 100 mg/dl to 120 mg/dl. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer did not use auto mode. Customer did not allege pump was over delivering. The customer was assisted with troubleshooting for low blood glucose. Product will not be returned for analysis.